Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the error message of "over temperature in the system" occurred with the cardiosave intra-aortic balloon pump (iabp) during use on a patient. The iabp was switched off and on again and the error came again, so another iabp was taken. When troubleshooting, it was found that the compressor was getting hot. Quotation was created, and the iabp was taken out of operation. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and during troubleshooting found that the compressor was getting hot. At this time, the customer has not approved in furthering with the repairs, and an estimated date as to when the repair will be approve is unknown. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the error message of "over temperature in the system" occurred with the cardiosave intra-aortic balloon pump (iabp) during use on a patient. The iabp was switched off and on again and the error came again, so another iabp was taken. Quotation was created, and the iabp was taken out of operation. No patient harm, serious injury or adverse event was reported.